Event description:
Caller reported blood glucose results of 103 mg/dl using advantage system 1 and 320 mg/dl using advantage system 2 within 10 mins. Reported no symptoms or adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 1. (B) (6).